Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their insulin pump was beginning to act up and deliver too much insulin right after they fill a reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that lights come on and off the pump and that the pump was old. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.